Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the rectangle section of the continuous glucose monitoring (cgm) graph display on the touchscreen became "greyed out". The customer stated they pressed the wake button to lock the screen, then pressed it again to illuminate the lock screen, and the cgm display returned to normal. The customer's blood glucose level was not impacted.